Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / migration of essure device location of device: upper uterine wall") and enterocolitis infectious ("intestinal infection") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("severe depression") and anxiety ("severe anxiety"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced enterocolitis infectious (seriousness criterion medically significant) and gastroenteritis ("gastroenteritis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, enterocolitis infectious, gastroenteritis and tooth disorder outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and dyspareunia had resolved and the alopecia, fatigue, depression, anxiety and weight increased was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, enterocolitis infectious, fatigue, gastroenteritis, menorrhagia, nausea, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: essure device placed per manufacturer guideline into the l and r fallopian tube without difficulty. 6 coils were visible on the r and 5 coil were visible on left after placement . (B)(6) 2016 medical records entry :" of note ¿ the essure coils were clearly identified within the bilateral fallopian tubes but did not show any evidence of perforating the tubal serosa." Information discrepant from previous entries in medical records. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: apparently, the patient's coils are still in place hysterosalpingogram - on (B)(6) 2015: there appears to be bilateral tubal occlusion current weight 170 lbs. Approximate weight at the time of essure placement 217 lbs. (B)(6) 2015 CT scan abdomen and pelvis - apparently, the patient's coils are still in place and appear embedded within the fundal uterus with the distal tips protruding through the serosa into the surrounding pelvic fat hsg - there appears to be bilateral tubal occlusion with malposition of the essure coils, with most of the coils outside of the uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain, nausea, menorrhagia, dysmenorrhea, dyspareunia, depression, anxiety. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records uterine perforation (confirming perforation). Most recent follow-up information incorporated above includes: on 18-jun-2018: ppc and dpc added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / migration of essure device location of device: upper uterine wall / coils perforated my uterus") and enterocolitis infectious ("intestinal infection") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo any essure confirmation test". The patient's medical history included gastroesophageal reflux disease, pregnancy and parity 4. Concurrent conditions included uterine bleeding, intermittent fever, vomiting and diarrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse) / sexual intercourse is painful") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycle is twice as long / menstrual cycle heavier") and depression ("severe depression") with anxiety, asthenia and hypersomnia. In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced enterocolitis infectious (seriousness criterion medically significant) and gastroenteritis ("gastroenteritis"). On an unknown date, the patient experienced panic attack ("severe panic attacks") with palpitations and dyspnoea, urinary incontinence ("im experiencing problems controlling my bladder"), abdominal distension ("bloating"), pelvic pain ("severe pelvic pain") and umbilical hernia ("small umbilical hernia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, enterocolitis infectious, gastroenteritis, tooth disorder, panic attack, urinary incontinence, abdominal distension and umbilical hernia outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and dyspareunia had resolved, the alopecia, fatigue, depression and weight increased was resolving and the pelvic pain had not resolved. The reporter considered abdominal distension, alopecia, depression, dysmenorrhoea, dyspareunia, enterocolitis infectious, fatigue, gastroenteritis, menorrhagia, nausea, panic attack, pelvic pain, tooth disorder, umbilical hernia, urinary incontinence, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: essure device placed per manufacturer guideline into the l and r fallopian tube without difficulty. 6 coils were visible on the r and 5 coil were visible on left after placement. (B)(6) 2016 medical records entry: "of note ¿ the essure coils were clearly identified within the bilateral fallopian tubes but did not show any evidence of perforating the tubal serosa". Information discrepant from previous entries in medical records. Current weight 170 lbs. Approximate weight at the time of essure placement 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: coils perforated her uterus, small umbilical hernia; on (B)(6) 2015: results: apparently, the patient's coils are still in place and appear embedded within the fundal uterus with the distal tips protruding through the serosa into the surrounding pelvic fat. Hysterosalpingogram - on (B)(6) 2015: results: there appears to be bilateral tubal occlusion with malposition of the essure coils, with most of the coils outside of the uterus; in (B)(6) 2015: results: coils in place; on (B)(6) 2015: there appears to be bilateral tubal occlusion with malposition of the essure coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain, nausea, menorrhagia, dysmenorrhea, dyspareunia, depression, anxiety. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records uterine perforation (confirming perforation), pelvic pain, further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information and references from deleted duplicate case (b)(4( entered as it was follow-up from this case. Reporter and patient¿s information were added, lab data were provided and the events ¿panic attack with dyspnea and palpitations¿, ¿urinary incontinence¿, ¿bloating¿, ¿pelvic pain¿ and ¿umbilical hernia¿ were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2040) on 27-oct-2017. The most recent information was received on 03-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure device location of device: upper uterine wall / coils perforated my uterus'), device dislocation ('device dislocation - my coil are where they are supposed to be'), gastrointestinal injury ('it was perforating my stomach / abdomen perforation'), embedded device ('mine were embedded'), enterocolitis infectious ('intestinal infection'), haemorrhage subcutaneous ('red blood spots under the skin'), tonsillitis ('tonsil got huge and ejecting hard substance from infection') and pregnancy with contraceptive device ('I had implanon placed before my last baby .') In a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gastroesophageal reflux disease, parity 4 and parity 4. Previously administered products included for an unreported indication: mirena in 2007. Concurrent conditions included uterine bleeding, intermittent fever, vomiting and diarrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and gastrointestinal injury (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ mine are so painful periods"), alopecia ("hair loss"), painful intercourse ("dyspareunia (painful sexual intercourse) / sexual intercourse is painful") and fatigue ("fatigue/ exhaustion") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycle is twice as long / menstrual cycle heavier") and depression ("severe depression") with anxiety, asthenia and hypersomnia. In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced enterocolitis infectious (seriousness criterion medically significant) and the first episode of gastroenteritis ("gastroenteritis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), panic attack ("severe panic attacks") with palpitations and dyspnoea, urinary incontinence ("im experiencing problems controlling my bladder"), abdominal distension ("bloating/ swelling in my abdomen"), pelvic pain ("severe pelvic pain"), umbilical hernia ("small umbilical hernia/ umbilical hernia"), malaise ("started getting sick"), petechiae ("petechiae"), haemorrhage subcutaneous (seriousness criterion medically significant), migraine ("migraines"), bipolar disorder ("bipolar disorder"), post-traumatic stress disorder ("ptsd"), back pain ("severe back pain"), the first episode of vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog"), myalgia ("muscle pain in my left leg"), breast pain ("breast pain"), cyanosis ("hands turning blue"), vomiting ("throwing up"), tremor ("shaking"), gait disturbance ("could barely walk"), pain in extremity ("painful hand"), hyperhidrosis ("sweaty"), feeling hot ("hot"), dizziness ("felt as though going to pass out"), adnexa uteri pain ("pain in the area where tubes are"), abdominal pain upper ("abdominal pain upper"), amenorrhoea ("missed period"), headache ("headache"), tonsillitis (seriousness criterion medically significant), discharge ("excessive discharge"), flank pain ("lot of pain on side"), musculoskeletal chest pain ("rib pain"), mood swings ("mood swing"), muscular weakness ("inability to use my left arm"), abdominal pain lower ("cramping"), asthenia ("no energy"), the second episode of vitamin d deficiency ("vitamin d deficient"), post coital pain ("I got sharp pain after intercourse"), tachycardia ("tachycardia") and the second episode of gastroenteritis ("stomach flu ( gastroentritis)"), was found to have blood iron abnormal ("iron fluctuation"), blood triglycerides increased ("triglyceride high") and blood cholesterol increased ("high cholesterol") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy, hysterectomy with bilateral salpingectomy and removed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, gastrointestinal injury, embedded device, enterocolitis infectious, tooth disorder, panic attack, urinary incontinence, umbilical hernia, malaise, petechiae, haemorrhage subcutaneous, bipolar disorder, post-traumatic stress disorder, blood iron abnormal, feeling abnormal, myalgia, breast pain, cyanosis, vomiting, tremor, gait disturbance, pain in extremity, hyperhidrosis, feeling hot, dizziness, adnexa uteri pain, abdominal pain upper, amenorrhoea, tonsillitis, discharge, flank pain, musculoskeletal chest pain, mood swings, pregnancy with contraceptive device, abdominal pain lower, asthenia, blood triglycerides increased, the last episode of vitamin d deficiency, post coital pain, tachycardia and the last episode of gastroenteritis outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, painful intercourse, abdominal distension, pelvic pain, migraine, back pain, headache and muscular weakness had resolved and the alopecia, fatigue, depression and weight increased was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, alopecia, amenorrhoea, asthenia, back pain, bipolar disorder, blood cholesterol increased, blood iron abnormal, blood triglycerides increased, breast pain, cyanosis, depression, device dislocation, discharge, dizziness, dysmenorrhoea, embedded device, enterocolitis infectious, fatigue, feeling abnormal, feeling hot, flank pain, gait disturbance, gastrointestinal injury, haemorrhage subcutaneous, headache, hyperhidrosis, malaise, menorrhagia, migraine, mood swings, muscular weakness, musculoskeletal chest pain, myalgia, nausea, pain in extremity, painful intercourse, panic attack, pelvic pain, petechiae, post-traumatic stress disorder, pregnancy with contraceptive device, tachycardia, tonsillitis, tooth disorder, tremor, umbilical hernia, urinary incontinence, uterine perforation, vaginal haemorrhage, vomiting, weight increased, the first episode of gastroenteritis, the first episode of vitamin d deficiency, post coital pain, the second episode of gastroenteritis and the second episode of vitamin d deficiency to be related to essure. The reporter commented: insertion details: essure device placed per manufacturer guideline into the l and r fallopian tube without difficulty. 6 coils were visible on the r and 5 coil were visible on left after placement. On (B)(6) 2016 medical records entry: "of note ¿ the essure coils were clearly identified within the bilateral fallopian tubes but did not show any evidence of perforating the tubal serosa". Information discrepant from previous entries in medical records. Current weight 170 lbs. Approximate weight at the time of essure placement 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: coils perforated her uterus, small umbilical hernia; on (B)(6) 2015: results: apparently, the patient's coils are still in place and appear embedded within the fundal uterus with the distal tips protruding through the serosa into the surrounding pelvic fat. Hysterosalpingogram - on (B)(6) 2015: results: there appears to be bilateral tubal occlusion with malposition of the essure coils, with most of the coils outside of the uterus; in (B)(6) 2015: results: coils in place; on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: there appears to be bilateral tubal occlusion with malposition of the essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, nausea, menorrhagia, dysmenorrhea, dyspareunia, depression, anxiety and pelvic pain. And the following one was confirmed in patient¿s medical records- uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social media: headache, back pain, tonsil got huge and ejecting hard substance from infection, excessive discharge, rib pain, lot of pain on side further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media record received. Events headache, back pain, tonsil got huge and ejecting hard substance from infection, excessive discharge, rib pain, lot of pain on side were added. Outcome for headache, back pain ,gastroenteritis , tachycardia, cholesterol high ,vitamin d deficiency , triglyceride high , dyspareunia , pregnancy , device ineffective, device dislocation , device dislocation , muscular weakness , aesthenia , abdominal pain lower , mood swing were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 27-oct-2017. The most recent information was received on 16-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure device location of device: upper uterine wall / coils perforated my uterus'), gastric perforation ('it was perforating my stomach / abdomen perforation'), embedded device ('mine were embedded') and enterocolitis infectious ('intestinal infection') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". The patient's medical history included gastroesophageal reflux disease, parity 4 and parity 4. Concurrent conditions included uterine bleeding, intermittent fever, vomiting and diarrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and gastric perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ mine are so painful periods"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse) / sexual intercourse is painful") and fatigue ("fatigue/ exhaustion") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycle is twice as long / menstrual cycle heavier") and depression ("severe depression") with anxiety, asthenia and hypersomnia. In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced enterocolitis infectious (seriousness criterion medically significant) and gastroenteritis ("gastroenteritis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), panic attack ("severe panic attacks") with palpitations and dyspnoea, urinary incontinence ("im experiencing problems controlling my bladder"), abdominal distension ("bloating/ swelling in my abdomen"), pelvic pain ("severe pelvic pain"), umbilical hernia ("small umbilical hernia/ umbilical hernia"), malaise ("started getting sick"), petechiae ("petechiae"), rash macular ("red blood spots under the skin"), migraine ("migraines"), bipolar disorder ("bipolar disorder"), post-traumatic stress disorder ("ptsd"), back pain ("severe back pain"), vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog"), myalgia ("muscle pain in my left leg"), breast pain ("breast pain"), cyanosis ("hands turning blue"), vomiting ("throwing up"), tremor ("shaking"), gait disturbance ("could barely walk"), pain in extremity ("painful hand"), hyperhidrosis ("sweaty"), feeling hot ("hot"), dizziness ("felt as though going to pass out"), adnexa uteri pain ("pain in the area where tubes are"), abdominal pain upper ("abdominal pain upper") and amenorrhoea ("missed period") and was found to have blood iron abnormal ("iron fluctuation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, gastric perforation, embedded device, enterocolitis infectious, gastroenteritis, tooth disorder, panic attack, urinary incontinence, umbilical hernia, malaise, petechiae, rash macular, bipolar disorder, post-traumatic stress disorder, back pain, vitamin d deficiency, blood iron abnormal, feeling abnormal, myalgia, breast pain, cyanosis, vomiting, tremor, gait disturbance, pain in extremity, hyperhidrosis, feeling hot, dizziness, adnexa uteri pain, abdominal pain upper and amenorrhoea outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, abdominal distension, pelvic pain and migraine had resolved and the alopecia, fatigue, depression and weight increased was resolving. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, alopecia, amenorrhoea, back pain, bipolar disorder, blood iron abnormal, breast pain, cyanosis, depression, dizziness, dysmenorrhoea, dyspareunia, embedded device, enterocolitis infectious, fatigue, feeling abnormal, feeling hot, gait disturbance, gastric perforation, gastroenteritis, hyperhidrosis, malaise, menorrhagia, migraine, myalgia, nausea, pain in extremity, panic attack, pelvic pain, petechiae, post-traumatic stress disorder, rash macular, tooth disorder, tremor, umbilical hernia, urinary incontinence, uterine perforation, vaginal haemorrhage, vitamin d deficiency, vomiting and weight increased to be related to essure. The reporter commented: insertion details: essure device placed per manufacturer guideline into the l and r fallopian tube without difficulty. 6 coils were visible on the r and 5 coil were visible on left after placement. (B)(6) 2016 medical records entry: "of note ¿ the essure coils were clearly identified within the bilateral fallopian tubes but did not show any evidence of perforating the tubal serosa". Information discrepant from previous entries in medical records. Current weight 170 lbs. Approximate weight at the time of essure placement 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: coils peforated her uterus, small umbilical hernia; on (B)(6) 2015: results: apparently, the patient's coils are still in place and appear embedded within the fundal uterus with the distal tips protruding through the serosa into the surrounding pelvic fat. Hysterosalpingogram - on (B)(6) 2015: results: there appears to be bilateral tubal occlusion with malposition of the essure coils, with most of the coils outside of the uterus; in (B)(6) 2015: results: coils in place; on 01-sep-2015: total bilateral occlusion; on (B)(6) 2015: there appears to be bilateral tubal occlusion with malposition of the essure coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain, nausea, menorrhagia, dysmenorrhea, dyspareunia, depression, anxiety. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records uterine perforation (confirming perforation), pelvic pain. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received: new events gastric perforation, breast pain, muscle pain in my left leg, no energy, brain fog, iron fluctuation, vitamin d deficiency, severe back pain, ptsd, bipolar disorder, migraines, red blood spots under the skin, started getting sick, device embedment, petechiae, cyanosis, throwing up, tremor, gait disturbance, pain in extremity, hyperhidrosis, feeling hot, dizziness, adenxa uteri pain, abdominal pain upper, amenorrhoea were added. Updated outcome of events migraine, bloating, pain to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 27-oct-2017. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure device location of device: upper uterine wall / coils perforated my uterus'), device dislocation ('device dislocation - my coil are where they are supposed to be'), gastrointestinal injury ('it was perforating my stomach / abdomen perforation'), embedded device ('mine were embedded'), ectopic pregnancy ('ectopic pregnancy'), enterocolitis infectious ('intestinal infection') and tonsillitis ('tonsil got huge and ejecting hard substance from infection') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test", medical device monitoring error "mine was also done/ same time had ablation" and device ineffective "device ineffective". The patient's medical history included gastroesophageal reflux disease, parity 4 and parity 4. Previously administered products included for an unreported indication: mirena in 2007. Concurrent conditions included uterine bleeding, intermittent fever, vomiting and diarrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and gastrointestinal injury (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ mine are so painful periods"), alopecia ("hair loss"), painful intercourse ("dyspareunia (painful sexual intercourse) / sexual intercourse is painful") and fatigue ("fatigue/ exhaustion") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycle is twice as long / menstrual cycle heavier") and depression ("severe depression") with anxiety, asthenia and hypersomnia. In march 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced enterocolitis infectious (seriousness criterion medically significant) and gastroenteritis ("gastroenteritis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), tonsillitis (seriousness criterion medically significant), panic attack ("severe panic attacks") with palpitations and dyspnoea, urinary incontinence ("im experiencing problems controlling my bladder"), abdominal distension ("bloating/ swelling in my abdomen"), pelvic pain ("severe pelvic pain"), umbilical hernia ("small umbilical hernia/ umbilical hernia"), malaise ("started getting sick"), petechiae ("petechiae"), haemorrhage subcutaneous ("red blood spots under the skin"), migraine ("migraines"), bipolar disorder ("bipolar disorder"), post-traumatic stress disorder ("ptsd"), back pain ("severe back pain"), the first episode of vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog"), myalgia ("muscle pain in my left leg"), breast pain ("breast pain"), cyanosis ("hands turning blue"), vomiting ("throwing up"), tremor ("shaking"), gait disturbance ("could barely walk"), pain in extremity ("painful hand"), hyperhidrosis ("sweaty"), feeling hot ("hot"), dizziness ("felt as though going to pass out"), adnexa uteri pain ("pain in the area where tubes are"), abdominal pain upper ("abdominal pain upper"), amenorrhoea ("missed period"), headache ("headache"), discharge ("excessive discharge"), flank pain ("lot of pain on side"), musculoskeletal chest pain ("rib pain"), mood swings ("mood swing"), musculoskeletal disorder ("inability to use my left arm"), abdominal pain lower ("cramping"), asthenia ("no energy"), the second episode of vitamin d deficiency ("vitamin d deficient"), post coital pain ("I got sharp pain after intercourse"), tachycardia ("tachycardia"), gastroenteritis viral ("stomach flu gastroentritis"), blepharospasm ("eyelid twitching") and paranoia ("paranoia"), was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and pregnancy with implant contraceptive ("I had implanon placed before my last baby .") And was found to have blood iron abnormal ("iron fluctuation"), blood triglycerides increased ("triglyceride high") and blood cholesterol increased ("high cholestrol"). The patient was treated with surgery (hysterectomy, hysterectomy with bilateral salpingectomy and removed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, gastrointestinal injury, embedded device, ectopic pregnancy, enterocolitis infectious, tonsillitis, gastroenteritis, tooth disorder, panic attack, urinary incontinence, umbilical hernia, malaise, petechiae, haemorrhage subcutaneous, bipolar disorder, post-traumatic stress disorder, blood iron abnormal, feeling abnormal, myalgia, breast pain, cyanosis, vomiting, tremor, gait disturbance, pain in extremity, hyperhidrosis, feeling hot, dizziness, adnexa uteri pain, abdominal pain upper, amenorrhoea, discharge, flank pain, musculoskeletal chest pain, mood swings, pregnancy with implant contraceptive, abdominal pain lower, asthenia, blood triglycerides increased, the last episode of vitamin d deficiency, post coital pain, tachycardia, gastroenteritis viral, blepharospasm and paranoia outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, painful intercourse, abdominal distension, pelvic pain, migraine, back pain, headache and musculoskeletal disorder had resolved and the alopecia, fatigue, depression and weight increased was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, alopecia, amenorrhoea, asthenia, back pain, bipolar disorder, blepharospasm, blood cholesterol increased, blood iron abnormal, blood triglycerides increased, breast pain, cyanosis, depression, device dislocation, discharge, dizziness, dysmenorrhoea, ectopic pregnancy, embedded device, enterocolitis infectious, fatigue, feeling abnormal, feeling hot, flank pain, gait disturbance, gastroenteritis, gastroenteritis viral, gastrointestinal injury, haemorrhage subcutaneous, headache, hyperhidrosis, malaise, menorrhagia, migraine, mood swings, musculoskeletal chest pain, musculoskeletal disorder, myalgia, nausea, pain in extremity, painful intercourse, panic attack, paranoia, pelvic pain, petechiae, post-traumatic stress disorder, pregnancy with implant contraceptive, tachycardia, tonsillitis, tooth disorder, tremor, umbilical hernia, urinary incontinence, uterine perforation, vaginal haemorrhage, vomiting, weight increased, the first episode of vitamin d deficiency, post coital pain and the second episode of vitamin d deficiency to be related to essure. The reporter commented: insertion details: essure device placed per manufacturer guideline into the l and r fallopian tube without difficulty. 6 coils were visible on the r and 5 coil were visible on left after placement. (B)(6) 2016 medical records entry: "of note ¿ the essure coils were clearly identified within the bilateral fallopian tubes but did not show any evidence of perforating the tubal serosa". Information discrepant from previous entries in medical records. Current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on an unknown date: results: coils peforated her uterus, small umbilical hernia: on (B)(6) 2015: results: apparently, the patient's coils are still in place and appear embedded within the fundal uterus with the distal tips protruding through the serosa into the surrounding pelvic fat. Hysterosalpingogram: on (B)(6) 2015: results: there appears to be bilateral tubal occlusion with malposition of the essure coils, with most of the coils outside of the uterus; in (B)(6) 2015: results: coils in place; on (B)(6) 2015: total bilateral occlusion; on (B)(6)2015: there appears to be bilateral tubal occlusion with malposition of the essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, nausea, menorrhagia, dysmenorrhea, dyspareunia, depression, anxiety and pelvic pain. And the following one was confirmed in patient¿s medical records- uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social media: headache, back pain, tonsil got huge and ejecting hard substance from infection, excessive discharge, rib pain, lot of pain on side, medical device monitoring error further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event ectopic pregnancy added. Reporter information were added. On 6-apr-2020: social media received- new event mine was also done/ same time had ablation was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / migration of essure device location of device: upper uterine wall") and enterocolitis infectious ("intestinal infection") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("severe depression") and anxiety ("severe anxiety"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced enterocolitis infectious (seriousness criterion medically significant) and gastroenteritis ("gastroenteritis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, enterocolitis infectious, gastroenteritis and tooth disorder outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and dyspareunia had resolved and the alopecia, fatigue, depression, anxiety and weight increased was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, enterocolitis infectious, fatigue, gastroenteritis, menorrhagia, nausea, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: essure device placed per manufacturer guideline into the l and r fallopian tube without difficulty. 6 coils were visible on the r and 5 coil were visible on left after placement . (B)(6) 2016 medical records entry :" of note ¿ the essure coils were clearly identified within the bilateral fallopian tubes but did not show any evidence of perforating the tubal serosa." Information discrepant from previous entries in medical records. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: apparently, the patient's coils are still in place hysterosalpingogram - on (B)(6) 2015: there appears to be bilateral tubal occlusion current weight 170 lbs. Approximate weight at the time of essure placement 217 lbs. (B)(6) 2015 CT scan abdomen and pelvis - apparently, the patient's coils are still in place and appear embedded within the fundal uterus with the distal tips protruding through the serosa into the surrounding pelvic fat hsg - there appears to be bilateral tubal occlusion with malposition of the essure coils, with most of the coils outside of the uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain, nausea, menorrhagia, dysmenorrhea, dyspareunia, depression, anxiety. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records uterine perforation (confirming perforation). Most recent follow-up information incorporated above includes: on 18-jun-2018: added new reporters and case became medically confirmed. Added patient's date of birth and height. Added essure's indication. Added events menorrhagia, vaginal haemorrhage, gastroenteritis, enterocolitis infectious, depression , anxiety, uterine perforation, nausea ,tooth disorder, dysmenorrhoea, dyspareunia , fatigue, alopecia and device monitoring procedure not performed. Pelvic pain updated to abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-oct-2017. The most recent information was received on 16-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure device location of device: upper uterine wall / coils perforated my uterus'), gastrointestinal injury ('it was perforating my stomach / abdomen perforation'), embedded device ('mine were embedded'), enterocolitis infectious ('intestinal infection') and haemorrhage subcutaneous ('red blood spots under the skin') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". The patient's medical history included gastroesophageal reflux disease, parity 4 and parity 4. Concurrent conditions included uterine bleeding, intermittent fever, vomiting and diarrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and gastrointestinal injury (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ mine are so painful periods"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse) / sexual intercourse is painful") and fatigue ("fatigue/ exhaustion") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycle is twice as long / menstrual cycle heavier") and depression ("severe depression") with anxiety, asthenia and hypersomnia. In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced enterocolitis infectious (seriousness criterion medically significant) and gastroenteritis ("gastroenteritis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), panic attack ("severe panic attacks") with palpitations and dyspnoea, urinary incontinence ("im experiencing problems controlling my bladder"), abdominal distension ("bloating/ swelling in my abdomen"), pelvic pain ("severe pelvic pain"), umbilical hernia ("small umbilical hernia/ umbilical hernia"), malaise ("started getting sick"), petechiae ("petechiae"), haemorrhage subcutaneous (seriousness criterion medically significant), migraine ("migraines"), bipolar disorder ("bipolar disorder"), post-traumatic stress disorder ("ptsd"), back pain ("severe back pain"), vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog"), myalgia ("muscle pain in my left leg"), breast pain ("breast pain"), cyanosis ("hands turning blue"), vomiting ("throwing up"), tremor ("shaking"), gait disturbance ("could barely walk"), pain in extremity ("painful hand"), hyperhidrosis ("sweaty"), feeling hot ("hot"), dizziness ("felt as though going to pass out"), adnexa uteri pain ("pain in the area where tubes are"), abdominal pain upper ("abdominal pain upper") and amenorrhoea ("missed period") and was found to have blood iron abnormal ("iron fluctuation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, gastrointestinal injury, embedded device, enterocolitis infectious, gastroenteritis, tooth disorder, panic attack, urinary incontinence, umbilical hernia, malaise, petechiae, haemorrhage subcutaneous, bipolar disorder, post-traumatic stress disorder, back pain, vitamin d deficiency, blood iron abnormal, feeling abnormal, myalgia, breast pain, cyanosis, vomiting, tremor, gait disturbance, pain in extremity, hyperhidrosis, feeling hot, dizziness, adnexa uteri pain, abdominal pain upper and amenorrhoea outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, abdominal distension, pelvic pain and migraine had resolved and the alopecia, fatigue, depression and weight increased was resolving. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, alopecia, amenorrhoea, back pain, bipolar disorder, blood iron abnormal, breast pain, cyanosis, depression, dizziness, dysmenorrhoea, dyspareunia, embedded device, enterocolitis infectious, fatigue, feeling abnormal, feeling hot, gait disturbance, gastroenteritis, gastrointestinal injury, haemorrhage subcutaneous, hyperhidrosis, malaise, menorrhagia, migraine, myalgia, nausea, pain in extremity, panic attack, pelvic pain, petechiae, post-traumatic stress disorder, tooth disorder, tremor, umbilical hernia, urinary incontinence, uterine perforation, vaginal haemorrhage, vitamin d deficiency, vomiting and weight increased to be related to essure. The reporter commented: insertion details: essure device placed per manufacturer guideline into the l and r fallopian tube without difficulty. 6 coils were visible on the r and 5 coil were visible on left after placement. (B)(6) 2016 medical records entry: "of note ¿ the essure coils were clearly identified within the bilateral fallopian tubes but did not show any evidence of perforating the tubal serosa". Information discrepant from previous entries in medical records. Current weight 170 lbs. Approximate weight at the time of essure placement 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: coils perforated her uterus, small umbilical hernia; on (B)(6) 2015: results: apparently, the patient's coils are still in place and appear embedded within the fundal uterus with the distal tips protruding through the serosa into the surrounding pelvic fat. Hysterosalpingogram - on (B)(6) 2015: results: there appears to be bilateral tubal occlusion with malposition of the essure coils, with most of the coils outside of the uterus; in (B)(6) 2015: results: coils in place; on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: there appears to be bilateral tubal occlusion with malposition of the essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, nausea, menorrhagia, dysmenorrhea, dyspareunia, depression, anxiety and pelvic pain. And the following one was confirmed in patient¿s medical records- uterine perforation. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event pt changed from rash muscular to haemorrhage subcutaneous. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure device location of device: upper uterine wall / coils perforated my uterus'), device dislocation ('device dislocation - my coil are where they are supposed to be'), gastrointestinal injury ('it was perforating my stomach / abdomen perforation'), embedded device ('mine were embedded'), enterocolitis infectious ('intestinal infection') and tonsillitis ('tonsil got huge and ejecting hard substance from infection') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gastroesophageal reflux disease, parity 4 and parity 4. Previously administered products included for an unreported indication: mirena in 2007. Concurrent conditions included uterine bleeding, intermittent fever, vomiting and diarrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and gastrointestinal injury (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea cramping)/ mine are so painful periods"), alopecia ("hair loss"), painful intercourse ("dyspareunia (painful sexual intercourse) / sexual intercourse is painful") and fatigue ("fatigue/ exhaustion") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycle is twice as long / menstrual cycle heavier") and depression ("severe depression") with anxiety, asthenia and hypersomnia. In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced enterocolitis infectious (seriousness criterion medically significant) and gastroenteritis ("gastroenteritis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), panic attack ("severe panic attacks") with palpitations and dyspnoea, urinary incontinence ("im experiencing problems controlling my bladder"), abdominal distension ("bloating/ swelling in my abdomen"), pelvic pain ("severe pelvic pain"), umbilical hernia ("small umbilical hernia/ umbilical hernia"), malaise ("started getting sick"), petechiae ("petechiae"), haemorrhage subcutaneous ("red blood spots under the skin"), migraine ("migraines"), bipolar disorder ("bipolar disorder"), post-traumatic stress disorder ("ptsd"), back pain ("severe back pain"), the first episode of vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog"), myalgia ("muscle pain in my left leg"), breast pain ("breast pain"), cyanosis ("hands turning blue"), vomiting ("throwing up"), tremor ("shaking"), gait disturbance ("could barely walk"), pain in extremity ("painful hand"), hyperhidrosis ("sweaty"), feeling hot ("hot"), dizziness ("felt as though going to pass out"), adnexa uteri pain ("pain in the area where tubes are"), abdominal pain upper ("abdominal pain upper"), amenorrhoea ("missed period"), headache ("headache"), tonsillitis (seriousness criterion medically significant), discharge ("excessive discharge"), flank pain ("lot of pain on side"), musculoskeletal chest pain ("rib pain"), mood swings ("mood swing"), musculoskeletal disorder ("inability to use my left arm"), abdominal pain lower ("cramping"), asthenia ("no energy"), the second episode of vitamin d deficiency ("vitamin d deficient"), post coital pain ("I got sharp pain after intercourse"), tachycardia ("tachycardia"), gastroenteritis viral ("stomach flu ( gastroentritis)") and blepharospasm ("eyelid twitching"), was found to have blood iron abnormal ("iron fluctuation"), blood triglycerides increased ("triglyceride high") and blood cholesterol increased ("high cholesterol") and was found to have a pregnancy with implant contraceptive ("I had implanon placed before my last baby ."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and removed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, gastrointestinal injury, embedded device, enterocolitis infectious, gastroenteritis, tooth disorder, panic attack, urinary incontinence, umbilical hernia, malaise, petechiae, haemorrhage subcutaneous, bipolar disorder, post-traumatic stress disorder, blood iron abnormal, feeling abnormal, myalgia, breast pain, cyanosis, vomiting, tremor, gait disturbance, pain in extremity, hyperhidrosis, feeling hot, dizziness, adnexa uteri pain, abdominal pain upper, amenorrhoea, tonsillitis, discharge, flank pain, musculoskeletal chest pain, mood swings, pregnancy with implant contraceptive, abdominal pain lower, asthenia, blood triglycerides increased, the last episode of vitamin d deficiency, post coital pain, tachycardia, gastroenteritis viral and blepharospasm outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, painful intercourse, abdominal distension, pelvic pain, migraine, back pain, headache and musculoskeletal disorder had resolved and the alopecia, fatigue, depression and weight increased was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, alopecia, amenorrhoea, asthenia, back pain, bipolar disorder, blepharospasm, blood cholesterol increased, blood iron abnormal, blood triglycerides increased, breast pain, cyanosis, depression, device dislocation, discharge, dizziness, dysmenorrhoea, embedded device, enterocolitis infectious, fatigue, feeling abnormal, feeling hot, flank pain, gait disturbance, gastroenteritis, gastroenteritis viral, gastrointestinal injury, haemorrhage subcutaneous, headache, hyperhidrosis, malaise, menorrhagia, migraine, mood swings, musculoskeletal chest pain, musculoskeletal disorder, myalgia, nausea, pain in extremity, painful intercourse, panic attack, pelvic pain, petechiae, post-traumatic stress disorder, pregnancy with implant contraceptive, tachycardia, tonsillitis, tooth disorder, tremor, umbilical hernia, urinary incontinence, uterine perforation, vaginal haemorrhage, vomiting, weight increased, the first episode of vitamin d deficiency, post coital pain and the second episode of vitamin d deficiency to be related to essure. The reporter commented: insertion details: essure device placed per manufacturer guideline into the l and r fallopian tube without difficulty. 6 coils were visible on the r and 5 coil were visible on left after placement. (B)(6) 2016 medical records entry: "of note ¿ the essure coils were clearly identified within the bilateral fallopian tubes but did not show any evidence of perforating the tubal serosa". Information discrepant from previous entries in medical records. Current weight 170 lbs. Approximate weight at the time of essure placement 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: coils perforated her uterus, small umbilical hernia; on (B)(6) 2015: results: apparently, the patient's coils are still in place and appear embedded within the fundal uterus with the distal tips protruding through the serosa into the surrounding pelvic fat. Hysterosalpingogram - on (B)(6) 2015: results: there appears to be bilateral tubal occlusion with malposition of the essure coils, with most of the coils outside of the uterus; in (B)(6) 2015: results: coils in place; on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: there appears to be bilateral tubal occlusion with malposition of the essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, nausea, menorrhagia, dysmenorrhea, dyspareunia, depression, anxiety and pelvic pain. And the following one was confirmed in patient¿s medical records- uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social media: headache, back pain, tonsil got huge and ejecting hard substance from infection, excessive discharge, rib pain, lot of pain on side further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media content received: event eye lid twitching was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-oct-2017. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure device location of device: upper uterine wall / coils perforated my uterus'), device dislocation ('device dislocation - my coil are where they are supposed to be'), gastrointestinal injury ('it was perforating my stomach / abdomen perforation'), embedded device ('mine were embedded'), enterocolitis infectious ('intestinal infection') and tonsillitis ('tonsil got huge and ejecting hard substance from infection') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gastroesophageal reflux disease, parity 4 and parity 4. Previously administered products included for an unreported indication: mirena in 2007. Concurrent conditions included uterine bleeding, intermittent fever, vomiting and diarrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and gastrointestinal injury (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ mine are so painful periods"), alopecia ("hair loss"), painful intercourse ("dyspareunia (painful sexual intercourse) / sexual intercourse is painful") and fatigue ("fatigue/ exhaustion") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycle is twice as long / menstrual cycle heavier") and depression ("severe depression") with anxiety, asthenia and hypersomnia. In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced enterocolitis infectious (seriousness criterion medically significant) and gastroenteritis ("gastroenteritis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), panic attack ("severe panic attacks") with palpitations and dyspnoea, urinary incontinence ("im experiencing problems controlling my bladder"), abdominal distension ("bloating/ swelling in my abdomen"), pelvic pain ("severe pelvic pain"), umbilical hernia ("small umbilical hernia/ umbilical hernia"), malaise ("started getting sick"), petechiae ("petechiae"), haemorrhage subcutaneous ("red blood spots under the skin"), migraine ("migraines"), bipolar disorder ("bipolar disorder"), post-traumatic stress disorder ("ptsd"), back pain ("severe back pain"), the first episode of vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog"), myalgia ("muscle pain in my left leg"), breast pain ("breast pain"), cyanosis ("hands turning blue"), vomiting ("throwing up"), tremor ("shaking"), gait disturbance ("could barely walk"), pain in extremity ("painful hand"), hyperhidrosis ("sweaty"), feeling hot ("hot"), dizziness ("felt as though going to pass out"), adnexa uteri pain ("pain in the area where tubes are"), abdominal pain upper ("abdominal pain upper"), amenorrhoea ("missed period"), headache ("headache"), tonsillitis (seriousness criterion medically significant), discharge ("excessive discharge"), flank pain ("lot of pain on side"), musculoskeletal chest pain ("rib pain"), mood swings ("mood swing"), musculoskeletal disorder ("inability to use my left arm"), abdominal pain lower ("cramping"), asthenia ("no energy"), the second episode of vitamin d deficiency ("vitamin d deficient"), post coital pain ("I got sharp pain after intercourse"), tachycardia ("tachycardia"), gastroenteritis viral ("stomach flu ( gastroenteritis)"), blepharospasm ("eyelid twitching") and paranoia ("paranoia"), was found to have blood iron abnormal ("iron fluctuation"), blood triglycerides increased ("triglyceride high") and blood cholesterol increased ("high cholesterol") and was found to have a pregnancy with implant contraceptive ("I had implanon placed before my last baby."). The patient was treated with surgery (hysterectomy, hysterectomy with bilateral salpingectomy and removed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, gastrointestinal injury, embedded device, enterocolitis infectious, gastroenteritis, tooth disorder, panic attack, urinary incontinence, umbilical hernia, malaise, petechiae, haemorrhage subcutaneous, bipolar disorder, post-traumatic stress disorder, blood iron abnormal, feeling abnormal, myalgia, breast pain, cyanosis, vomiting, tremor, gait disturbance, pain in extremity, hyperhidrosis, feeling hot, dizziness, adnexa uteri pain, abdominal pain upper, amenorrhoea, tonsillitis, discharge, flank pain, musculoskeletal chest pain, mood swings, pregnancy with implant contraceptive, abdominal pain lower, asthenia, blood triglycerides increased, the last episode of vitamin d deficiency, post coital pain, tachycardia, gastroenteritis viral, blepharospasm and paranoia outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, painful intercourse, abdominal distension, pelvic pain, migraine, back pain, headache and musculoskeletal disorder had resolved and the alopecia, fatigue, depression and weight increased was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, alopecia, amenorrhoea, asthenia, back pain, bipolar disorder, blepharospasm, blood cholesterol increased, blood iron abnormal, blood triglycerides increased, breast pain, cyanosis, depression, device dislocation, discharge, dizziness, dysmenorrhoea, embedded device, enterocolitis infectious, fatigue, feeling abnormal, feeling hot, flank pain, gait disturbance, gastroenteritis, gastroenteritis viral, gastrointestinal injury, haemorrhage subcutaneous, headache, hyperhidrosis, malaise, menorrhagia, migraine, mood swings, musculoskeletal chest pain, musculoskeletal disorder, myalgia, nausea, pain in extremity, painful intercourse, panic attack, paranoia, pelvic pain, petechiae, post-traumatic stress disorder, pregnancy with implant contraceptive, tachycardia, tonsillitis, tooth disorder, tremor, umbilical hernia, urinary incontinence, uterine perforation, vaginal haemorrhage, vomiting, weight increased, the first episode of vitamin d deficiency, post coital pain and the second episode of vitamin d deficiency to be related to essure. The reporter commented: insertion details: essure device placed per manufacturer guideline into the l and r fallopian tube without difficulty. 6 coils were visible on the r and 5 coil were visible on left after placement. (B)(6) 2016 medical records entry: "of note ¿ the essure coils were clearly identified within the bilateral fallopian tubes but did not show any evidence of perforating the tubal serosa". Information discrepant from previous entries in medical records. Current weight: 170 lbs. Approximate weight at the time of essure placement: 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: coils perforated her uterus, small umbilical hernia; on (B)(6) 2015: results: apparently, the patient's coils are still in place and appear embedded within the fundal uterus with the distal tips protruding through the serosa into the surrounding pelvic fat. Hysterosalpingogram - on (B)(6) 2015: results: there appears to be bilateral tubal occlusion with malposition of the essure coils, with most of the coils outside of the uterus; in (B)(6) 2015: results: coils in place; on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: there appears to be bilateral tubal occlusion with malposition of the essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, nausea, menorrhagia, dysmenorrhea, dyspareunia, depression, anxiety and pelvic pain. And the following one was confirmed in patient¿s medical records- uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social media: headache, back pain, tonsil got huge and ejecting hard substance from infection, excessive discharge, rib pain, lot of pain on side further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from plaintiff fact sheet: event was added-paranoia. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2040) on 27-oct-2017. The most recent information was received on 14-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure device location of device: upper uterine wall / coils perforated my uterus'), device dislocation ('device dislocation - my coil are where they are supposed to be'), gastrointestinal injury ('it was perforating my stomach / abdomen perforation'), embedded device ('mine were embedded'), ectopic pregnancy ('ectopic pregnancy'), enterocolitis infectious ('intestinal infection') and tonsillitis ('tonsil got huge and ejecting hard substance from infection') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test", medical device monitoring error "mine was also done/ same time had ablation" and device ineffective "device ineffective". The patient's medical history included gastroesophageal reflux disease, parity 4 and parity 4. Previously administered products included for an unreported indication: mirena in 2007. Concurrent conditions included uterine bleeding, intermittent fever, vomiting and diarrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and gastrointestinal injury (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ mine are so painful periods"), alopecia ("hair loss"), painful intercourse ("dyspareunia (painful sexual intercourse) / sexual intercourse is painful") and fatigue ("fatigue/ exhaustion") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycle is twice as long / menstrual cycle heavier") and depression ("severe depression") with anxiety, asthenia and hypersomnia. In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced enterocolitis infectious (seriousness criterion medically significant) and gastroenteritis ("gastroenteritis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), tonsillitis (seriousness criterion medically significant), panic attack ("severe panic attacks") with palpitations and dyspnoea, urinary incontinence ("im experiencing problems controlling my bladder"), abdominal distension ("bloating/ swelling in my abdomen"), pelvic pain ("severe pelvic pain"), umbilical hernia ("small umbilical hernia/ umbilical hernia"), malaise ("started getting sick"), petechiae ("petechiae"), haemorrhage subcutaneous ("red blood spots under the skin"), migraine ("migraines"), bipolar disorder ("bipolar disorder"), post-traumatic stress disorder ("ptsd"), back pain ("severe back pain"), the first episode of vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog"), myalgia ("muscle pain in my left leg"), breast pain ("breast pain"), cyanosis ("hands turning blue"), vomiting ("throwing up"), tremor ("shaking"), gait disturbance ("could barely walk"), pain in extremity ("painful hand"), hyperhidrosis ("sweaty"), feeling hot ("hot"), dizziness ("felt as though going to pass out"), adnexa uteri pain ("pain in the area where tubes are"), abdominal pain upper ("abdominal pain upper"), amenorrhoea ("missed period"), headache ("headache"), discharge ("excessive discharge"), flank pain ("lot of pain on side"), musculoskeletal chest pain ("rib pain"), mood swings ("mood swing"), musculoskeletal disorder ("inability to use my left arm"), abdominal pain lower ("cramping"), asthenia ("no energy"), the second episode of vitamin d deficiency ("vitamin d deficient"), post coital pain ("I got sharp pain after intercourse"), tachycardia ("tachycardia"), gastroenteritis viral ("stomach flu ( gastroentritis)"), blepharospasm ("eyelid twitching") and paranoia ("paranoia"), was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and pregnancy with implant contraceptive ("I had implanon placed before my last baby .") And was found to have blood iron abnormal ("iron fluctuation"), blood triglycerides increased ("triglyceride high") and blood cholesterol increased ("high cholestrol"). The patient was treated with surgery ( hysterectomy with bilateral salpingectomy and removed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, gastrointestinal injury, embedded device, ectopic pregnancy, enterocolitis infectious, tonsillitis, gastroenteritis, tooth disorder, panic attack, urinary incontinence, umbilical hernia, malaise, petechiae, haemorrhage subcutaneous, bipolar disorder, post-traumatic stress disorder, blood iron abnormal, feeling abnormal, myalgia, breast pain, cyanosis, vomiting, tremor, gait disturbance, pain in extremity, hyperhidrosis, feeling hot, dizziness, adnexa uteri pain, abdominal pain upper, amenorrhoea, discharge, flank pain, musculoskeletal chest pain, mood swings, pregnancy with implant contraceptive, abdominal pain lower, asthenia, blood triglycerides increased, the last episode of vitamin d deficiency, post coital pain, tachycardia, gastroenteritis viral, blepharospasm and paranoia outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, painful intercourse, abdominal distension, pelvic pain, migraine, back pain, headache and musculoskeletal disorder had resolved and the alopecia, fatigue, depression and weight increased was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, alopecia, amenorrhoea, asthenia, back pain, bipolar disorder, blepharospasm, blood cholesterol increased, blood iron abnormal, blood triglycerides increased, breast pain, cyanosis, depression, device dislocation, discharge, dizziness, dysmenorrhoea, ectopic pregnancy, embedded device, enterocolitis infectious, fatigue, feeling abnormal, feeling hot, flank pain, gait disturbance, gastroenteritis, gastroenteritis viral, gastrointestinal injury, haemorrhage subcutaneous, headache, hyperhidrosis, malaise, menorrhagia, migraine, mood swings, musculoskeletal chest pain, musculoskeletal disorder, myalgia, nausea, pain in extremity, painful intercourse, panic attack, paranoia, pelvic pain, petechiae, post-traumatic stress disorder, pregnancy with implant contraceptive, tachycardia, tonsillitis, tooth disorder, tremor, umbilical hernia, urinary incontinence, uterine perforation, vaginal haemorrhage, vomiting, weight increased, the first episode of vitamin d deficiency, post coital pain and the second episode of vitamin d deficiency to be related to essure. The reporter commented: insertion details: essure device placed per manufacturer guideline into the l and r fallopian tube without difficulty. 6 coils were visible on the r and 5 coil were visible on left after placement. (B)(6) 2016 medical records entry: "of note ¿ the essure coils were clearly identified within the bilateral fallopian tubes but did not show any evidence of perforating the tubal serosa". Information discrepant from previous entries in medical records. Current weight 170 lbs. Approximate weight at the time of essure placement 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: coils peforated her uterus, small umbilical hernia; on (B)(6) 2015: results: apparently, the patient's coils are still in place and appear embedded within the fundal uterus with the distal tips protruding through the serosa into the surrounding pelvic fat. Hysterosalpingogram - on (B)(6) 2015: results: there appears to be bilateral tubal occlusion with malposition of the essure coils, with most of the coils outside of the uterus; in (B)(6) 2015: results: coils in place; on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: there appears to be bilateral tubal occlusion with malposition of the essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, nausea, menorrhagia, dysmenorrhea, dyspareunia, depression, anxiety and pelvic pain. And the following one was confirmed in patient¿s medical records- uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social media: headache, back pain, tonsil got huge and ejecting hard substance from infection, excessive discharge, rib pain, lot of pain on side, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, weight increased and pelvic pain outcome was unknown. The reporter considered pelvic pain, perforation and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.